Event description:
It was reported the patient received shocks from the right ventricular (rv) lead and the lead integrity alert had triggered. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.